Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion. The no output was the result of battery depletion.

Event description:
It was reported that the pacemaker was at end of life and couldn't be interrogated. The device was explanted and replaced. No patient complications were reported as a result of this event.